Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Diagnostic and treatment information was not provided. It was not reported if the subject was hospitalized for the event. The cause was unknown and the patient¿s outcome was unknown. The patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced refractory peritonitis. Study title: the role of quality control software in peritoneal dialysis center continuous quality improvement (cqi). Study sponsor: non-baxter. Protocol number: (B)(4). The study start date: (B)(4) 2011. The study completion date: (B)(4) 2013. Study type: observational, investigator initiated. Study investigator: (B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.